Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate medication during use. The following information was provided by the initial reporter: "customer stated that the 3bx of syringes are not drawing up correctly, only drawing air".

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2131604. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that an unspecified amount of bd insulin syringes with the bd ultra-fine¿ needle were unable to aspirate medication during use. The following information was provided by the initial reporter: "customer stated that the 3bx of syringes are not drawing up correctly, only drawing air."